Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient was hospitalized prior to death to try and place them on hemodialysis therapy. The attempt to place on hemodialysis did not work. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.